Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The ra lead also exhibited high capture threshold and varying p-wave sensing measurements. No intervention was performed, and the clinic will continue to monitor the patient. The patient had no adverse consequences.